Event description:
During patient check in clinic she was noted to have noise on her rv lead in both unipolar and bipolar configurations. Patient brought into ep lab today for new rv lead placement. This lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.